Event description:
Rn called into pt's room by parents to report foley catheter had come out. Rn identified that the ballon was not inflated, and the tubing was intact. No overt injury noted to penis. [Redacted name] md notified. Per resident and fellow, foley catheter was to be replaced. Product discarded.